Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery, two balloons were reported to have ruptured at nine atmospheres. The vessel was described as having severe calcification and severe tortuousity. The degree of stenosis was unknown. The balloons were prepared and clinically used as per the IFU with no reported patient injury. Manufacturing records for the involved lot, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure test during manufacturing was found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.